Manufacturer narrative:
(B)(4). Batch # unk. Event report #: mw5089789. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hernia repair procedure for ventral incisional hernia, with implantation of mesh, when the trocar was removed, it was noted that a very small piece of the rubber, that the scope goes through, had broken off. The missing piece was recovered. There were no patient consequences.